Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that an echocardiogram showed a mural thrombus in the apex. The decision was made leave the impella cp inserted as the patient was in cardiogenic shock and the impella flows and waveforms were good. The clot was being monitored for clot ingestion. Several days later, the impella was deep with an active placement signal low alarm. The pump was unable to be pulled back due to left ventricular thrombus around the pigtail. A motor current spike was followed by pump stopping. The impella cp was explanted.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2024-08230 was provided.

Event description:
Patient did not survive after thrombectomy surgery. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported thrombus and pump stop has been completed. The pump was not returned for investigation. Data logs were reviewed, and motor current spike of 1442 ma was seen with high motor current-pump stop alarm at the end. Saturated flows prior to pump stop at p-5 was found. No other issues were observed. The cause of the pump stop issue was most likely biomaterial per clinical and log review. As the necessary information was not provided, the root cause of the thrombus was not determined."